Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). Pt rep. Mentioned the pt had their previous ins replaced because the ins wasn't working, but they weren't sure when or why the ins wasn't working. Pss documenting reported events. Redirected caller: other (document in note).